Event description:
Needles seem dull, like they didn't want to go in her skin. Another incidence was when removing the needle after distributing her insulin, the needle was flat and was about to break off, leaving a bubble on the skin. Just stopped using the box and went to (B)(6) and purchased the (B)(4) brand.